Manufacturer narrative:
The data log was reviewed the handpiece and system performed as expected. The tip was used for 400 treatments. The tip passed flow, leak, visual (no dents, scratches, blemishes, dielectric breakdown, or tears seen), and thermistor testing. No functional test was performed due to no reps remaining. Further investigation is underway.

Event description:
The user facility in (B)(6) reported a blister on the face on the left side one day after a thermage treatment. The highest energy used was 3.0j. They were using a new treatment tip; however they did not report if the treatment tip was inspected prior to or during the treatment. The user facility reported a system error during treatment.

Event description:
Additional information: the blister on the face has healed. A slight dent might remain. Topical medication was prescribed to treat the area. The doctor attributes the event to an inadequate use of gel.

Manufacturer narrative:
The treatment tip and datalog were returned for evaluation. Evaluation of the treatment tip found no issues. The tip passed visual, leak, and thermistor testing. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the log file data, the hp and system performed as expected. Data shows some technique related errors occurred. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-05 rev. B) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the system and hp perform as designed. The customer reported nothing out of the ordinary occurred besides some contact errors. Based on the available information, burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rate. Trending will be performed to monitor this issue. No further action is required at this time. Investigation complete.